Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted a series of 6 beeping tones. This information was obtained from the patient. The patient did not report any symptoms. Technical services (ts) recommended having the device interrogated by the patient's cardiologist. No additional information is available at this time.